Event description:
It was reported that this was an arteriotomy closure of the severely calcified left common femoral artery using the pre-close technique via a 6f sheath hole, upsized to 8f, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a prostyle deployed at the 10 o'clock position had a cuff miss [suture retrieval issue] noticed. A second prostyle placed a suture successfully. A third prostyle was deployed at the 2 o'clock position and had a cuff miss [suture retrieval issue]. A proglide device was used instead and was able to preplace a second suture. The sheath was upsized to 14f and the tavr procedure was performed with the left ventricle being perforated and treated. The two perclose knots were advanced to the vessel wall yet hemostasis was not achieved. It was noted the plaque at the puncture site was too severe for a good closure. The vessel was incised and surgically closed. There was no adverse patient sequela and no reported clinically significant delay in the procedure due to the perclose devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and subsequent treatment appear to be related the circumstances of the procedure. In this case, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.